Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the obturator and inflation syringe were not received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; the hole was covered, and the dissector balloon was inflated, a leak was detected. The trocar balloon was inflated using a test syringe no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the dissector balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, at the start of procedure, surgeon inserted balloon dissector to create space and the plane to dissect the hernia sac, but the device¿s balloon simply would not inflate, which sounded like a possible hole in device. The unit would not work properly so a new unit was opened to do the case. No patient injury.